Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables, adjust belt/check belt messages) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, pulling the j704 connector from the distribution node pca. The cause of the alarms was the pulled connector. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4). It was reported that the patient was receiving adjust belt/check belt messages and that the belt had a pulled cable.